Event description:
It was reported there was a general complaint that when the infusion pump was switched from anesthesia mode to a standard infusion profile that paused infusion would alarm after 2 minutes for "infusion paused". In response to the alarms, the clinicians were reportedly restarting infusions that were clinically inappropriate without verifying there was a continued need for the previously infusing medications. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a programming error - inappropriate restart infusion after using anesthesia mode.

Event description:
It was reported there was a general complaint that when the infusion pump was switched from anesthesia mode to a standard infusion profile that paused infusion would alarm after 2 minutes for "infusion paused". In response to the alarms, the clinicians were reportedly restarting infusions that were clinically inappropriate without verifying there was a continued need for the previously infusing medications. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.